Manufacturer narrative:
Physio-control evaluated the device, and observed that it would not operate on ac power. The power supply module will be replaced, and then the device returned to the customer for use.

Event description:
The customer reported that the ac mains light is not illuminated. The reported problem is indicative of a failure that would result in the device operating on battery power only. There was no report of patient use associated with the reported event.